Manufacturer narrative:
Insulin pump passed self test and displacement test. Pump trace download confirmed hardware low level failures (variable 3), problem isolated to the keypad. No unexpected the motor arm cannot communicate with the main arm noted during testing. Pump trace download confirmed the motor arm cannot communicate with the main arm, main processor communication alarm. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor arm error and hardware low level failures.. The customer¿s blood glucose level was unknown. Self test was performed and pump alarmed motor arm error and hardware low level failures. The insulin pump will not be returned for analysis.